Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "upstream occlusion alarm" was unable to be reproduced. The device was sent to flow lines for an upstream occlusion test and passed. A review of the event history log revealed "upstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor lower calibration values out of specification. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.